Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was stated that the hl20 pump displayed the error message ¿runaway¿ right after it was turned on. No patient was involved. No harm to any person has been reported. According to the hl20 service manual the error ¿runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. According to the getinge field service engineer the issue was solved turning the pump head by going into reverse mode and on normal mode afterwards. The most probable root cause could be determined to the position of the pump head which was unknown. With reference to the hl20 risk assessment (risk ID: h1.1.1.2.7) this event can be also contributed to: wrong pump speed because of: - wrong ratio between master-slave pumps due to communication error. The review of the non-conformities has been performed on 2025-05-19 for the period of 2023-02-17 to 2025-05-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2023-02-17. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message safety-s" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in india. It was stated that the hl20 device displayed the error message ¿runaway¿. The issue was observed during routine checkup and no patient was involved. No harm to any person has been reported. According to the hl20 service manual the error ¿runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician will be sent onsite for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: the event occurred on the chinese market. It is a significantly similar device to "heart lung machine hl 20" which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl20 with catalog number 701043262.

Manufacturer narrative:
This follow-up report is being submitted to correct a typographical error identified in both initial and final reports submitted for the complaint (B)(4) mfg report number 8010762-2025-0000223. The reports previously states that the event occurred in india. This was an error. The event, in fact, occurred in china. Please note: the customer´s address, including the correct chinese location, was correctly entered in the relevant address fields in the prior report submission. This correction does not impact the investigation findings, root cause analysis, or the conclusions presented in the previous report. Therefore, for reference, previously sent, bellow: the event occurred in china. It was stated that the hl20 pumps displayed the error message ¿runaway¿ right after it was turned on. No patient was involved. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. According to the getinge field service engineer the issue was solved turning the pump head by going into reverse mode and on normal mode afterwards. The most probable root cause could be determined to the position of the pump head which was unknown. With reference to the hl20 risk assessment this event can be also contributed to: wrong pump speed because of: - wrong ratio between master-slave pumps due to communication error. The review of the non-conformities has been performed on 2025-05-19 for the period of 2023-02-17 to 2025-05-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2023-02-17. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure error message: "runaway"" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).